Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in the left iliac vein. A 12.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.